Event description:
It was reported that the patient was part of a retrospective and prospective study of the max vpc screws. During their follow up appointment approximately one (1) month post-implantation, it was noticed that there was non-union. Subsequently, the patient was revised approximately one (1) year and two (2) months post-implantation due to the non-union. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.